Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient was admitted to the hospital for treatment. The patient claimed to have accidentally scratched their upper arm with a wallpaper knife, with a wound of about 5cm. The patient urgently came to the hospital for treatment, and the wound was cleaned and disinfected before being sutured. Post-op, the patient came to the hospital for dressing change two days after suturing and found redness, swelling, and induration at the suture site. The patient had inflammation. The patient reported itching in the wound and used iodine and alcohol for disinfection before bandaging the doctor instructed the patient to take oral antibiotics (amoxicillin capsules) and change the dressing on time later, the patient came to change the dressing and found that the redness and swelling had decreased. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?